Manufacturer narrative:
Section b3: the event date is unknown but is estimated to have occurred in (B)(6) of 2024. Additional information in following fields- b4: date of this report, g3: date received by manufacturer, h6: evaluation codes. Corrected data in following fields - d2: common device name, g1: contact office. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that after treating for approximately 4 hours per day for approximately 10 days, the patient had back pain and spasms at a pain level of 10 out of 10. The patient took methocarbamol, tylenol, and pregabalin to manage the pain. The patient called their doctor approximately (B)(6) 2024 but did not speak with the doctor right away. The patient was later advised by their doctor to contact ebi for advice. On (B)(6) 2024, the patient used the spinalpak device for the last time due to discomfort. The patient paused treatment and started to feel better on (B)(6) 2024. The patient notes that one day before the discomfort they felt a ¿tweak¿ in their back. The patient was advised by the customer service team to speak with the doctor¿s office again and to call back with an update. No further information was provided.

Manufacturer narrative:
Section b3: the event date is unknown but is estimated to have occurred in november of 2024. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that after treating for approximately 4 hours per day for approximately 10 days, the patient had back pain and spasms at a pain level of 10 out of 10. The patient took methocarbamol, tylenol, and pregabalin to manage the pain. The patient called their doctor approximately (B)(6) 2024 but did not speak with the doctor right away. The patient was later advised by their doctor to contact ebi for advice. On (B)(6) 2024, the patient used the spinalpak device for the last time due to discomfort. The patient paused treatment and started to feel better on (B)(6) 2024. The patient notes that one day before the discomfort they felt a ¿tweak¿ in their back. The patient was advised by the customer service team to speak with the doctor¿s office again and to call back with an update. No further information was provided.